Manufacturer narrative:
The customer¿s report of non-alarming for air in line while infusing 290ml of injectafer (750mg/15ml) at 870ml/hr. For a 20 minute infusion was not confirmed. Analysis of the pcu event log shows pump module s/n: (B)(4) programmed for basic infusion of unknown medication rate: 200 vtbi: 300 2:10:11 pm: user selected device and changed rate to 871ml/hr and vtbi.to:300 mls. Pvi=1.578ml 2:140:11 pm: the pcu event log showed device s/n: (B)(4) alarmed with air in line on the date of event at 2:29:48 pm. The user then selected channel off at 2:30:00 pm inspection and testing of the suspect device was not performed. Although requested, the device (sn: (B)(4) was not received for investigation. Functional testing of the primary set (model 2420-0007) was not performed. Set was not received. The root cause of the device failing to alarm ail was not determined, as the logs indicated s/n: (B)(4) alarmed air in line on date of incident at 2:29 pm. The user then selected channel off on device which stopped the alarm and infusion.

Event description:
The customer reported that the device did not alarm for air in line while infusing 290ml of injectafer (750mg/15ml) at 870ml/hr for a 20 minute infusion. There was no harm.

Manufacturer narrative:
No device will be returned. The customer¿s complaint could not be confirmed because the device will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided by customer.

Event description:
The customer reported that the device did not alarm for air in line while infusing 290ml of injectafer at 800ml/hr for a 20 minute infusion. There was no harm.